Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was over-heating. Troubleshooting steps were suggested and if the problem persists to return for service. There was no patient involvement.